Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a tka surgery, the journey distal cut first anterior posterior femoral cutting block broke, when it was being impacted on to the femur inside the patient. The broken piece was recovered and the procedure was successfully completed, without delay using a smith and nephew back-up device. Despite the fact, this incident occurred inside the patient, no harm, injury or other complications were reported.

Event description:
It was reported that during a tka surgery, the journey distal cut first anterior posterior femoral cutting block broke, when it was being impacted on to the femur inside the patient. It broke while the surgeon was using an oscillating tip blade through the block. The two fracture pieces fell on the operative field but not in the patient. The broken piece was recovered and the procedure was successfully completed, without delay using a smith and nephew back-up device. Despite the fact, this incident occurred inside the patient, no harm, injury or other complications were reported.

Manufacturer narrative:
It was reported that during a tka surgery, the journey distal cut first anterior posterior femoral cutting block broke, when it was being impacted on to the femur inside the patient. It broke while the surgeon was using an oscillating tip blade through the block. The two fracture pieces fell on the operative field but not in the patient. The broken piece was recovered and the procedure was successfully completed, without delay using a smith and nephew back-up device. Despite the fact, this incident occurred inside the patient, no harm, injury or other complications were reported.